Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the controller revealed no signs of physical damage or contamination. The controller passed functional testing. The reported power switching event was not confirming during review of the controller log files; logs do however reveal a 'controller fault' alarm on the date of the reported event. Further analysis revealed the 'controller fault' alarm as type "sys_uic_aps_failure"; controller faults of this type are caused by a leaky diode and are highly intermittent. The confirmed malfunction seen in the controller log files is related to the reported event. Heartware has opened an internal investigation to evaluate these types of issues. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching are most often attributed to a communication error between the controller and battery. There are no known clinical or user related factors that could have contributed to this event. The most likely root cause of the controller fault alarm is a faulty diode. The reported power switching event is most likely due to a communication error between the controller and battery. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The site has indicated that the pump remains implanted, the controller has been returned to the manufacturer for evaluation.

Event description:
Approximately one year and ten months post vad implantation, it was reported that the patient experienced multiple switching between the controller power sources. Review of log files confirmed a controller fault and controller exchange was recommended. The patient presented to the hospital where the clinical specialist performed an elective controller exchange. There was no reported patient injury as a result of this event. Investigation is ongoing.